Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia and when they woke up they noticed that the insulin pump was not turning on. The customer's blood glucose level was 540 mg/dl at the time of the incident. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. An insert battery alarm was not displayed on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer had a backup plan but currently having a high blood glucose. Since the insulin pump was not turning on and had a blank screen, troubleshooting for high blood glucose could not performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.